Event description:
It was reported that the bd precisionglide needle experienced leakage at the base of the needle. The following information was provided by the initial reporter: leaking at the base of the needle, not at the junction.

Manufacturer narrative:
Initial reporter phone #: (B)(6) b.3. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide needle experienced leakage at the base of the needle. The following information was provided by the initial reporter: leaking at the base of the needle, not at the junction

Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number 305109 and lot number 8250590. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10